Event description:
Physician reported to MFR that "quadriplegic pt developed a granuloma." Pt is a t10 quadriplegic - catheter insertion site is also t10. Pump and catheter explanted but not returned to MFR for analysis. A follow up report will be sent when add'l info is received.